Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that approximately 23 months post implant of a bifurcated device and an infrarenal aortic extension, the patient developed an endoleak and had multiple exit sites via branches with sac enlargement. The physician decided to correct the endoleak by with redo evar inside the existing product slightly more cephalad and extended more distally along with endoanchors. No post op status was provided for the patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event of a possible type ia endoleak was confirmed during clinical assessment. There was also evidence of non-device related type 11 endoleaks, which persisted throughout the life of the device. Twenty three months post implant, there was evidence to support a type iiib endoleak of the distal right were aortic stent; the devices not returned for evaluation and confirmation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history shows that one other unit from lot number 1026653 may have been involved in a similar complaint (13-463). However, the reported type la endoleak could not be confirmed. And similar to this complaint, a non-device related type ii endoleak was identified in this complaint, there was no indication that the device may have caused or contributed to the event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this event included: the calcifications and thrombus within the aortic neck; and, calcifications along the bifurcation. The patient's use of antiplatelet therapy might have contributed to this event.